Manufacturer narrative:
Concomitant products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2009, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2005, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for non-malignant pain and sciatic nerve injury. It was reported that the pump was implanted and about a year later it started clogging up and they had to go in and put mesh in. The pump kept falling and turning over. A year later it clogged up and they had to go in and fix that. The patient stated it clogged up again and then she had it taken out about 4-5 years later. The patient didn't have morphine in the pump for about 3-4 years. The pump was removed about 4-5 years ago because it kept clogging and 4 years before that the clogging started. It was stated they replaced it twice and had to put mesh in.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.